Event description:
Boston scientific received information that this device has performed many mode switches while implanted. Additionally, the right atrial (ra) lead threshold measurements were increased and ra outputs were programmed to 5v@1ms with automatic capture (ac) on in the right ventricular (rv) lead. The local area boston scientific sales representative noted that the device had unexpectedly declared elective replacement time (ert). To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.